Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the 3.5x15 xience v stent was implanted in the proximal circumflex coronary artery. The patient had chest pain, chest tightness, and shortness of breath, classified as stable angina, on (B)(6) 2013. The patient was admitted to the hospital for these symptoms on (B)(6) 2013 and conservative, medical treatment was provided. Coronary angiography performed on (B)(6) 2013 found residual stenosis in the study stent. No intervention was performed on the study stent. The condition was considered chronic. The patient was discharged on (B)(6) 2013. No additional information was provided.